Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fear of alcl to reduce risk of alcl and due to symptoms consistent with and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿tissue damage,¿ ¿redness,¿ ¿pain,¿ ¿tightness, discomfort,¿ ¿contracture,¿ baker grade unknown, ¿animation deformity,¿ ¿seroma¿ and ¿swelling."

Event description:
Patient representative reported patient underwent ¿removal of implants due to fear of alcl to reduce risk of alcl and due to symptoms consistent with and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿tissue damage,¿ ¿redness,¿ ¿pain,¿ ¿tightness, discomfort,¿ ¿contracture, baker grade unknown," ¿animation deformity,¿ ¿seroma¿ and ¿swelling.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿disfigurement,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing,¿ ¿chronic insomnia¿ and ¿post-traumatic stress;¿ these events are not related to the device. Device was explanted. This record is for the right side.